Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The helix mechanism was in an extended position. Visual inspection found dried blood around the helix, which prevented direct test of its mechanism. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test was completed without difficulties, indicating no blockage in the lumen.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to unstable threshold measurements and difficulties encountered when fixating the helix despite several attempts in different locations. The helix did not fully extend even when it was rotated thirty times. As a result, the lead was not able to be placed and it was extracted and a different lead was successfully implanted in the atrial appendage. No adverse patient effects were reported.